Event description:
An open surgery on the spine for a cervical-thoracic fusion of vertebrae c5 to t5, due to a tumor at the top of the thoracic spine, with intended placement of 10 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.0. During the procedure the surgeons: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra t4. Acquired an intra-operative o-arm scan of the patient's region of interest with universal automatic image registration via a matrix of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - calibrated a non-brainlab burr to the navigation for instrument position display to open the cortical bone of the vertebrae. Used the navigated drill guide to drill into the vertebrae to create the pilot holes bilateral. Threaded the pilot holes with a non-brainlab tap, and placed the screws with a non-brainlab screwdriver, both instruments also beforehand calibrated to navigation, into and following the threaded pilot holes. Acquired a verification intra-operative o-arm scan, and determined that one of the right side cervical screws slightly deviated medial from its intended position. Decided to remove this one (cervical) screw and to re-place it to its correct position. Completed the surgery successfully as intended and closed the patient. According to the surgeons (treating clinicians): the deviation of 1 of the 10 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative o-arm scan before finalizing the surgery, and this placement was addressed at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by this slightly deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement reported, also not due to the prolong of surgery/anesthesia (the prolong time was not informed of). There were further no remedial actions for the patient reported done, necessary or planned. There was no prolong of hospitalization reported either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole and a screw were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeons (treating clinicians): the deviation of 1 of the 10 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative o-arm scan before finalizing the surgery, and this placement was addressed at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by this slightly deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement reported, also not due to the prolong of surgery/anesthesia (the prolong time was not informed of). There were further no remedial actions for the patient reported done, necessary or planned. There was no prolong of hospitalization reported either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for one of the spine screws placed with the aid of navigation deviating reportedly slightly medial within the right side of the cervical spine (vertebra level not reported, but evident at right c4 from the navigation data), is: relative movements of the vertebra operated on (c4) during the surgery procedure in relation to the vertebra the navigation reference array was fixated to (t4), due to a non-rigid anatomical connection and the forces applied to the bones during instrumentation. A structural instability - tumorous bone on the top of the thoracic spine - was present in between reducing the rigidity of the spine, automatic navigation screenshots do also show this instable anatomy. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae - in combination with a not sufficiently rigid anatomical connection of the vertebra operated on, results in relative movements of the vertebra (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Evidence suggests a relative movement occurred during the multilevel navigation procedure as forces were applied during the pilot hole creation / opening the cortical bone. Automatic navigation screenshots of the following instrumentation in that pilot hole (right c4), i.e. Of the navigated tap and navigated screwdriver, show that the navigation displayed a slight deviation from the intended/planned trajectory at these instrumentations. Apparently, the resulting deviation between the registered patient image scan in the navigation display and the actual patient anatomy during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery, during creating the deviating pilot hole; and apparently also the by the navigation displayed deviation of the following instrumentation - when threading that deviating pilot hole with a navigated tap and placing the screw with a navigated screwdriver - from the intended/planned screw trajectory was not recognized by the user. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.